Event description:
The site was prepped using chlorhexidine and catheter placed in left anterior forearm cephalic vein 2" below ac spece in 2008. No problems were noted with IV site during ivig infusion. Nurse flushed with ns and, 10 heparin post-infusion to maintain line for the next day infusion. Upon arrival to patient home in the next day, the site was noted to have a pinkish area 3 cm above IV insertion site, slight tenderness to touch. The nurse discontinued the IV and warm compresses applied throughout the day. In the following day, the site was noted to have a reddish area and soft cord 3 cm proximal to IV insertion site and a hard cord and red streak 8 cm distal to insertion site. Patient placed on p.o. Antibiotic and phlebitis resolved after a few days.

Manufacturer narrative:
The sample is not available as it was discarded by the hospital. Upon completion of the no sample investigation, a supplemental report will be submitted.